Manufacturer narrative:
The insulin pump had failed battery test alarm during battery insertion due to faulty battery tube. Analysis was unable to perform the prime test and rewind or test for display anomaly, the operating currents, low battery alarm, off no power alarm and battery icon anomaly due to failed battery test alarms. The insulin pump had a scratched display window and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they were stuck in rewind bolus loop. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that they were unable to esc to status screen. The customer stated that the insulin pump did not respond with act button. The customer was advised to remove the battery. The customer was assisted in clearing the battery out limit alarm and bolus stopped alert. The customer was assisted with setting time and date. The customer was assisted with rewind/fill tubing process. The customer stated that the insulin did exit the rewind complete/bolus delivery loop and completed the fill tubing successfully. The customer mentioned that the battery icon doesn't progressively go down and would all of a sudden get a low battery alarm. The insulin pump will be returned for analysis.